Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/22/2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available.